Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer stated that he was just sitting down when the insulin pump began vibrating. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during prime test at due to moisture damage force sensor. No motor error noted. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump unable to perform the excessive no delivery test and occlusion test due to prime alarm. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.